Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported via follow-up investigation, that the patient expired due to cardiogenic shock and acute myocardial infarction.

Manufacturer narrative:
Concomitant products: dtba1d1 crt-d implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room with weakness and shortness of breath. A remote monitoring transmission was performed. T-wave oversensing was noted on the right ventricular (rv) lead. The patient was also noted to have numerous premature ventricular contractions (pvc) occurring. The lead remains in use. No patient complications have been reported as a result of this event.